Event description:
The following information was reported to kci by the nurse: on (B)(6) 2012, the nurse alleged the activ.a.c. Unit was not providing suction, and fluid was accumulating at the wound site, despite the unit maintaining target pressure of 175mmhg. The wound, left foot transmetatarsal amputation, developed maceration and sharp debridement was performed.

Manufacturer narrative:
On (B)(4) 2012, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. On (B)(6) 2012, the device was placed with the patient. On (B)(4) 2012, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.